Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the first time their stimulator was put in, it did not work and had to be removed last april. Patient was unsure what did not work, and stated something like the wire got loose or something was not right where it did not work. Patient mentioned they waited 2 weeks of wetting their pad to have another implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information